Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported one needle retraction failure event with iagbc.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photos and observed in the first photo a 24 gauge insyte autoguard device but could not make out the batch number. The second photo showed the needle extending from the grip and barrel. However, the catheter did not appear to be present over the needle. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects were visible in the provided photos and a physical sample was not returned for evaluation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.